Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally typed 200 grams of carbohydrates instead of 20 grams of carbohydrates. Reportedly, the customer stopped the bolus delivery immediately, and called tandem technical support to verify that the bolus had not been delivered. Review of pump history showed that 1 units of insulin had been delivered from the bolus. The customer reported blood glucose level was not impacted, and resumed pump therapy.